Event description:
A pt underwent an elective procedure to a non-tortuous mid rca. The target lesion was a 45-50mm de novo, type c, calcified chronic total occlusion (cto) with no clot. The site was predilated with a 2.0x20mm balloon at 12atm for 30 seconds. Two 2.5x23mm cypher stents were implanted at 16atm for 30 seconds; they did not overlap each other. There was a gap between them. The site was not postdilated. Ivus was not done. Timi flow was 0 pre and 3 post procedure. One month later, coronary angiography was done and thrombus was confirmed at the cypher stents implanted at the mid rca and proximal to them. Poba was conducted with a 2.5mm balloon at around 12atm, and a 2.5x23mm cypher stent was placed inside the previously implanted cyphers at the gap.